Manufacturer narrative:
Based on additional information, it has been determined that the instrument involved with this complaint is not related to MFR report# 2955842-2026-00180. Therefore, related report number 1 (h10) was updated to blank.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction(s): b3. Event date was updated to (B)(6) 2025. H10 updated to include MFR report number: 2955842-2026-00180.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.